Event description:
It was reported that during a da vinci s surgical procedure, the customer experienced system error code #201. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported. No additional information provided.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code #201 experienced by the customer was associated with a multiple servo driver (msd) pca board. The system contains two multiple servo driver (msd) pca boards which provide drive current to the servo motors associated with each degree of freedom for each system arm. The system was repaired by replacing the affected msd pca board. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #201 occurs when a motor is not responding to the voltage applied. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". The msd pca was returned to isi for failure analysis investigation. Engineering was unable to duplicate system error code #201 during testing, but did see error code #205 on the same axis which also relates to motor drive circuit. Engineering concluded that a motor controller chip within the board had malfunctioned, thus generating the system error code experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hospital.